Manufacturer narrative:
This report will be amended when our investigation is completed.

Event description:
It is reported that the device was implanted in 2002. Post-op, the patient felt a "snap" and said that there was pain and that his right knee felt loose. An x-ray taken in october 2007, revealed that a foreign body was found in the right knee. During a revision surgery on nine days later, a piece of metal from the tibial plate was removed from the patient's soft tissue.